Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to pcr. On (B)(6) 2022 the consumer began having symptoms that included a headache, body ache, fever, cough, and a runny nose. From (B)(6) 2022 the consumer took a series of 8 covid-19 at-home tests and the results were all negative. The exact dates each test was taken were not provided. On (B)(6) 2022 the consumer had a pcr test performed, by the consumer's doctor, and the result was positive. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).